Event description:
Additional information was received, it was reported there were no circumstances that led to the ins depleting. The patient had just not charged their ins. The representative met with the patient and was able to get the battery going again. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was caller stated, that their implant "died on them". Probably 3 months ago. Patient reported, this is the third time, this has happened. Caller stated, that they need an MRI and are wondering if they need the implant replaced or not. Patient is looking to meet with a rep and discuss the next steps for their implant. Agent sent email to reps for further assistance. And redirected patient to their healthcare provider (hcp). No symptoms reported.

Manufacturer narrative:
B3.: date is estimated. Year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.